Manufacturer narrative:
4 each with lot number 0721l were returned for evaluation and further testing. From visual evaluation three of the cauteries tested have a faint red glow when activated and one cautery has a bright red glow when activated. Root cause is determined to be a low charge on the battery in select units that the customer received. There has been a total of 77,680 sold with 3 total complaints recorded since 2016. Due to the low risk and low complaint rate, no further actions are required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions a follow up report will be submitted.

Event description:
The customer alleged that the low temp cautery takes one minute to get red hot. This delay in getting hot occurred during a critical point in the surgery when timing is crucial due to the manipulation of tissue along with the implant. The patient was not harmed,